Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose level was from 290-300 mg/dl. Customer changed infusion set to address issue. Reportedly, the customer had manual injections for insulin therapy.